Manufacturer narrative:
An investigation of the returned product was able to confirm the reported issue of the heat shrink falling off. The grasper tip was received, decontaminated, and visually inspected. The heat shrink was no longer attached to the product. It is believed that this is a result of the grasper tip not being subjected to heat for the appropriate amount of time. Microline surgical inc. Has received similar complaints recently and as a result initiated a corrective action (car-0200) in november of 2024 to address this problem. Immediate containment carried out by microline surgical inc. Included inspecting all tips in process and in our stockroom made on this assembly line for this defect. Additionally, our quality assurance team performed an independent verification of heat shrink prior to release for every lot of tips being manufactured on the affected assembly line until the car investigation was complete. The root cause identified through the investigation of car-0200 was that the tips were not processed in accordance with the work instruction. The parts were not subjected to elevated temperature in an oven as the assembly process calls for. Therefore, the heat shrink did not firmly attach to the tip assemblies. When investigating further the following factors were identified as contributing to the process failure: -the state of work of material was not properly identified during break times and the end of the day. - the work area had no visible staging area to identify status of parts (awaiting oven versus already processed through oven). -insufficient inspection and training of operators. -the oven process log does not include the number of tips processed. There is no method to reconcile if all parts were placed in the oven. For the implementation stage of car-0200 the assembly line work area was rearranged to provide a separate holding area for tips processed through the heat shrink oven. Product is held in this area until it is 100% inspected and released for further processing. Our assembly work instruction was updated to include more detail on how to perform a tactile pull/push test which will ensure the heat shrink is secure. Our inspection procedure was revised to include a step on visually examining the shrunk tubing. A step was also added to our packaging work instruction as another level of verifying that the heat shrink is firmly attached. Lastly, the oven process log used in tip assembly was revised to record the quantity of tips processing through the oven. All operators have been trained to the updated procedures. Car-0200 is currently in the verification stage where we will ensure the improvements implemented are still being practiced and we will monitor customer complaints for this defect.

Event description:
Disposable tip was noticed loose in the abdomen. Tip was removed by the surgeon ((B)(6)) and damge to the tip liner was noticed, and reported to the local rep. Batch is going to be removed and replaced as reported fault has been suggested with one of the lot tips - which was noticeably loose upon inspection.

Manufacturer narrative:
At this time, microline surgical, inc. Is awaiting the affected device back so an investigation can be conducted. Once the results of the investigation are available, a final adverse event report will be submitted.

Event description:
Disposable tip was noticed loose in the abdomen. Tip was removed by the surgeon (B)(6) and damge to the tip liner was noticed, and reported to the local rep. Batch is going to be removed and repaced as reported fault has been suggested with one of the lot tips - which was noticebly loose upon inspection.